Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet while the dexcom mobile app continued to display glucose readings; during troubleshooting, glucose data resumed on the ilet and education was provided indicating that transient signal interruptions can occur. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included remote troubleshooting and user education regarding cgm-to-pump connectivity and signal reliability. Investigation of this case revealed a transient communication interruption between the cgm and ilet with restoration of function, consistent with known wireless connectivity limitations without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or signal interference leading to temporary loss of communication.